Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist logged into mql and found that the item was not yet due, and the user did not have the privilege to add the item. The customer stated that user would contact the pharmacy to update the medication due time. The technical support specialist investigated the issue and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user was unable to issue the medication because they could not find it in the patient profile or add the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.